Event description:
It was reported that the cranios reinforced fast set putty 3cc-sterile was not setting to the liking of the surgeon. No additional information is available at this time. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.